Event description:
Following initiation of the bypass, a leak was detected, the leak was so severe that the procedure was stopped and the oxygenator was changed out. No pt injury or further complications occurred. No further details were provided.

Manufacturer narrative:
This failure is consistent with failures caused by over-pressurization of the device by the user. The user has been notified of the results of our testing. No other corrective action is deemed necessary.